Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a blood glucose of 52 mg/dl after sleeping through low glucose alerts and subsequently returned to range; troubleshooting identified that phone alert volume settings were set to off and were changed to high. Symptoms included hypoglycemia without loss of consciousness or need for assistance, corrected with juice. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and user-directed settings review. Investigation of this case revealed the alerts were not audible due to user-configured phone alert settings, and the issue was addressed by adjusting alert volume to high. It was concluded, based on previously established findings for similar reports, that the cause was user settings leading to inaudible alarms.